Event description:
It was reported that during an implant induction of ventricular fibrillation, the device delivered only one shock. After the shock was delivered, telemetry was not possible, and the device did not deliver a second shock despite continued ventricular fibrillation. The patient remained in ventricular fibrillation for seven minutes. The device has been explanted.

Event description:
It was reported that during an implant induction of ventricular fibrillation, the device delivered only one shock. After the shock was delivered, telemetry was not possible, and the device did not deliver a second shock despite continued ventricular fibrillation. The patient remained in ventricular fibrillation for seven minutes. The device was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis summary: preliminary analysis found the device was at eol (end-of-life) battery voltage and was unable to deliver a high voltage therapy. Save to disk data showed a por (power on reset) had occurred, and likely coincided with the second attempted therapy that was unsuccessful. The cause of the failure to deliver high voltage therapy in the field was due to the inability of the hybrid to charge the high voltage capacitors before initiating a (charge time out) por. The condition was present because of low current flow during a charge cycle. The root cause was not determined.